Event description:
This report is being filed after the subsequent review of the following journal article: park, ck., et al. (2008). Degenerative changes of discs and facet joints in lumbar total disc replacement using prodisc ii. Spine, 33:1755-1761. South korea. The study objective was to determine the radiologic changes in the discs at the adjacent levels and facets at the index levels after total disc replacement (tdr) using prodisc ii in a minimum 2-year follow-up. The study included forty-six (46) patients, who consecutively underwent lumbar tdr using prodisc ii between october 2002 and february 2004. The patients had suffered from intractable discogenic pain resulting from degenerative disc diseases from l3 to s1, among the 46 patients, 7 were excluded for various reasons. Of the 32 patients (mean age, 42.3 years; range 26¿60), 12 were men and 20 were women. One-level tdr and 2-level tdr was performed in 23 and 9 cases, respectively. Overall, a total of 41 segments were operated on: l3¿l4 in 3 cases, l4¿l5 in 20 cases, and l5¿s1 in 18 cases. Various scale and test evaluations were used to measure patient outcomes. Facet arthrosis, which was examined using a grading system, was classified into 4 grades and compared according to the width of the joint space, osteophyte formation, hypertrophy of the articular process, subarticular bone erosion, and a subchondral cyst observed in the CT images. The progression of facet arthrosis (pfa), which is determined as the increase in the degeneration grade of the facet joints after tdr, was observed in nine patients at the index level. Of the nine patients in whom pfa was observed at the index level, 2 were men and 7 were women, and their ages ranged from 29-53 years (mean 42.7), from 29-39 years (mean, 34), and 36-53 years (mean, 43.4), respectively. Complications: of the nine patients in whom pfa was observed at the index level, 2 were men this is report 10 of 15 for com-(B)(4). This report is for unknown prodisc-l implants, unknown part # / lot #.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI # unknown part number, UDI is unavailable. Park, ck., et al. (2008). Degenerative changes of discs and facet joints in lumbar total disc replacement using prodisc ii. Spine, 33:1755-1761. This report is for unknown prodisc-l implants (superior endplate), unknown quantity / unknown lot. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.